Event description:
It was reported that the patient had experience burning sensation at the site of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.